Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose (bg) level was over 500 mg/dl and customer experienced moderate ketones. Both a syringe needle and cartridge change were performed resolving the fill resistance issue, and customer administered a manual injection resolving high bg.